Event description:
An issue was reported involving incorrect time settings on a pump, which led the customer to seek assistance. There was no adverse impact to the customer's blood glucose level. Technical support helped the customer update the pump's time and advised them to monitor for any future discrepancies greater than five minutes, with the customer acknowledging the guidance.